Event description:
It was reported that the remote monitoring transmission showed the device trend reports had invalid data. Device performance data showed there had been several parity errors. It was noted that the patient has a history of radiation therapy in recent weeks. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid, and analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 556853, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.